Event description:
Lab technician was working with the siemens dimension chemistry analyzer in the lab -- "fixing the sample probe on the chemical analyzer" when the analyzer probe suddenly moved and stuck into his finger.